Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that body fluid came out from the tip of the evis lucera ultrasound gastrovideoscope that was used with the air/water valve after the suction and air supply was checked. In addition, the air/water supply button was deteriorated. The event occurred during preparation for use and the same device was used to complete the operation. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned for evaluation, during the evaluation, a small crack was confirmed. No abnormalities could be confirmed in the amount of air and water supply as well as balloon water supply. Deterioration was observed in the air/water valve. It was not confirmed that the liquid came from the tip. No other abnormalities were observed. A review of the device history record could not be performed because the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the legal manufacturer's investigation, the cause of the reported phenomenon was likely due to the damage found during the device evaluation. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): chapter 3 preparation and inspection warning using a valve that is not functioning . Olympus will continue to monitor the field performance of this device.